Manufacturer narrative:
Age of device: 2 years, 7 months, 10 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient experienced a brain hemorrhage. Additional information was requested but not yet provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct correlation between the device and the reported event could not conclusively be determined through this investigation. Evaluation of the log file that was submitted by the account showed normal dips in pump speed during pi events. The pump appeared to function as intended. Multiple requests for additional information were sent to the account. No further information was provided. The hmii lvas instructions for use (IFU) lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.